Event description:
The handheld computer and the software flashcard were received by the manufacturer. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.

Manufacturer narrative:
.

Event description:
It was reported that the healthcare professional could not interrogate generators with the handheld computer. Further information was received stating that the reported difficulties started in late (B)(6) 2015 and that an error message as displayed by the handheld computer stating that it cannot complete the interrogation when attempting communication. It was reported that the cables connections were checked. And that the issue persisted. It was reported that the software did not freeze on the same screen but that blue lines showed on the screen for a short time. A replacement tablet was provided and reported to be functioning properly with the programming wand. The return of the handheld computer and the software flashcard is expected but it has not been received by the manufacturer to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. Describe event or problem; corrected data: the previously submitted MDR inadvertently provided incomplete information. Evaluation codes; corrected data: the previously submitted MDR inadvertently lacked the evaluation codes.

Event description:
Analysis of the returned handheld device was completed. No anomalies associated with the display were identified during the analysis. During the analysis, it was identified that the handheld would power down intermittently. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on or causing the handheld to power off intermittently. No further anomalies were identified. Analysis of the returned software flashcard was reported in manufacturer report #1644487-2015-05171.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.